Event description:
Customer sent me this via email: · device type and serial number (e.g hamilton t1, (B)(6) ) o hamilton g5, sn (B)(6) · date of occurrence (e.g (B)(6) 2018 ) o (B)(6) 2021 · time of occurrence (i.e. Morning, between 8-11am) o morning, approximately 07:25 · issue with vent (e.g. Shuts down, wont calibrate, etc.) O per description from hospital incident report: "vent stopped working. Rns were in the room giving hand off and had to bag patient. Rt and provider notified and came to the bedside immediately." · was the vent on a patient? O yes · was this event reported to the FDA? O no (not that biomed has been informed) · was there patient harm? O no (not that biomed has been informed) · was this unit bought from a third party vendor (not directly from hamilton)? O no (not that biomed has been informed) · when was the last pm/service of this device( may2019)? O july 2020 · can biomed replicate problem? O n/a - the device is sequestered until hamilton is on-site for an evaluation · are logs available and can they send them to us? O the logs are available, but the device is sequestered until hamilton is on-site for an evaluation · steps biomed took to find/fix problems? (I.e. Checked flows, replaced parts, etc.) O n/a - the device is sequestered until hamilton is on-site for an evaluation.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that there was no device malfunction and ventilation was not interrupted at the time of the event while the ventilator was used. The ventilator became inoperable or stopped working as intended due to the user misinterpreting the alarms of the device. The application or interpretation of ventilation with the g5 was probably difficult here for the user. From a technical and clinical perspective, there is no evidence of device malfunction. This is also confirmed by the technician at site who also could not reproduce the problem. He tested the device with the complete test software and as all tests were passed the device could be released again. In consequence no correction has been performed. There was no patient or user harm reported.